Event description:
Implants placed 2/16/82 for augmentation reasons when pt was 30 yrs old. Symptoms started in 1983. Symptoms include hardening of breasts, capsular constricture, pain in breasts, pain in rib cage and chest, arthritis-type feeling in shoulder, diagnosed with possible rupture (closed capsulotomies performed twice on both breasts), fear, anxiety, hysterectomy in 1987 as a result of tumors, joint pain, and anger. Rptr will be sending device to independent lab for testing.